Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, performed reset, and was then able to interact with pump screen, so issue was resolved; no additional actions were reported.